Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with two 420cc mentor memoryshape breast implants experienced right-sided capsular contracture (grade unknown) postoperatively, along with unexplained systemic symptoms, including esophagus issues, shortness of breath, and chest pain. The patient reported that the right side was tight and higher than the left side. As a result, the patient underwent explantation on (B)(6) 2020. Furthermore, the patient had a suspected left-sided rupture based on implant folding indicated in MRI result, but the implants were found to be intact upon explantation. This medwatch report is for the right-sided implant.